Manufacturer narrative:
Device evaluation: electrode belt sn (B)(4) was not returned to the manufacturer. No equipment deficiencies were alleged against the device. Method: biocompatibility testing to iso 10993 was successfully completed on skin contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) male patient had open sores on his left side under the therapy electrodes. The patient stated that the sores became infected. Follow-up indicated tha the physician told the patient to end use of the lifevest. The medical outcome of the sores is unknown.